Event description:
The reporter contacted animas on behalf of her daughter (the pt) claiming that the pt was admitted to an ICU, diagnosed with dka, and placed on an insulin drip. The reporter also claimed that the pt's blood glucose levels remained in the "500's" mg/dl.

Manufacturer narrative:
The reporter claimed that the hyperglycemic episode began on monday, (B)(6), 2010, with blood glucose levels in the "500's" mg/dl. The pt reportedly changed the infusion set and opened a new bottle of insulin. However, the reporter claimed that the pt's blood glucose levels remained elevated. The reporter denied any issue with site, set, or location. The reporter reported no associated alarms in history. All boluses delivered in full. The reporter also reported under total daily dose (tdd). On (B)(6), 2010, bolus 16u, basal 39u; (B)(6), 2010: bolus 58u, basal 42u; and (B)(6), 2010: bolus 75u, basal 40u. The time and date of the pump were correct. The reporter denied that the pt made any corrections by syringe. The animas cde noted that there is nothing to indicate a mechanical issue with pump. The animas cde instructed the pt to call back for additional troubleshooting.